Event description:
A telephone call received from sales representative reporting; physician inserted, in the operating room, an ins double lumen licox introducer unit with a cc1.sb (oxygen probe), and a 110-4hm fiber optic catheter on a severe head trauma patient. The patient was struck in the head with a 600lb pipe. The physician did not use the extension for the hm as indicated in the package insert. A CT scan of the head following insertion revealed the fiber optic catheter had advanced into the corpus collosum. The physician removed the licox unit including the bolts and placed a camino icp catheter on the other side of the patient's skull. Performance of the licox unit was not reported. Additional information received from the sales representative on july 25, 2001. The icp monitor was discontinued. The patient is doing better but continues to be on a ventilator, which should be discontinued soon. The patient has weakness to the right side of the body but does have some strength on the left. The patient remains in the intensive care unit. At this time it is uncertain if the insertion of the 110-4hm contributed to the patient's condition. The patient had presented with a serious head trauma prior to the insertion.